Manufacturer narrative:
The local boston scientific sales representative stated he has not been notified of the patient being brought in for additional screening and does not have further details on the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a gradual increase in shock impedance measurements which have exceeded 150 ohms. A commanded shock and defibrillation threshold (dft) testing was performed. The physician is concerned that the paced morphology has changed and the patient may be brought back in for screening for a upgraded device. No additional adverse patient effects were reported.